Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products that used in this study: carto, acunav. Other company¿s devices that were used in this study: labsystem pro;agilis,impella 2.5, impella cp, abiomed. Manufacturer's ref. No: (B)(4).the device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that 194 patients (109 plvad and 85 non-plvad) with hemodynamically unstable scar-related vt disease underwent catheter ablation. Among them, 6 patient had vascular complications in the plvad group. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿outcomes of ventricular tachycardia ablation using percutaneous left ventricular assist devices¿. The purpose of this study was to compare the outcomes of patients undergoing scar-related vt ablation with and without plvad support. Suspect device is a thermocool smarttouch, however catalog and lot number is unknown.